Event description:
The customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the ongoing occlusion issue, the customer changed the infusion set and cartridge, subsequently resuming insulin administration.